Manufacturer narrative:
(B)(4). The reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. Internal and external inspection was performed and no issues were noted. The device received functional testing with no issues noted. A short simulated therapy was successfully performed. The cause of the condition was could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device was not working properly. This occurred after patient use. It is unknown how the patient would complete therapy. There was patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.